Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that the energy stayed stable in the expected ranges during the complete day and also no further issues can be identified. No technical problem can be identified. The clinical review of the treatment report revealed that the device settings (energy, spacing and cut geometry) shown are as default. The gas created during the femto cutting procedure could not escape through the canal, but went vertically between cornea and applanation interface. As it remains the area around the bubble is uncut and can not be lifted. A reason for this kind of vertical gas breakthough (vgb) is the combination of canal length adjustment and suction ring decentration. As the suction ring was not well centered to the limbus, the applanation achieved was uneven and oval. The canal length was too short and therefore venting was not possible. No technical root cause could be determined as the system is performing within specifications. Most probably root cause is the canal being too short. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a bubble during lasik flap creation; they were unable to lift the flap in that area and could not do treatment. Upon additional follow up it was reported the patient is doing well and no additional treatment will be performed.